Manufacturer narrative:
Follow-up # 1, date of submission (B)(6) 2011-device evaluation: the pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. There was moisture residual found inside the battery compartment. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(6).the pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
A family member reported that the keypad buttons are intermittently unresponsive. She noted that the contrast button does not work. The family member confirmed that the keypad is intact, and stated that the patient swims with the pump.